Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high on the continuous glucose monitor (cgm). Cause was not known. Reportedly, customer drank water and administered a correction injection of insulin to address the high bg. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.